Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer went to the emergency room and was subsequently admitted to the hospital intensive care unit with a blood glucose level of 490 mg/dl and diabetic ketoacidosis. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023.